Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that when taking a non-navigated 3d spin, the images were coming up stacked on top of each other. Troubleshooting, caller reported unable to reboot system, following their typical protocol. Navigation was aborted. Imaging was aborted. Navigation was aborted. There was serious injury to the patient. Patient was present. There was unknown surgical delay and unknown impact on patient outcome.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.